Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 04 jun 2020.

Event description:
It was reported the unit would not turn on. There was no patient involvement.

Manufacturer narrative:
G4: 06jan2021. B4: 07jan2021. The system physical condition is not at all good. The customer made the decision to decommission the unit. No other information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.